Event description:
It was reported that pump displayed non-resettable malfunction alarm and needed replacement while still under warranty, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, received instructions to place pump in storage mode and return it using prepaid label within 10 days, and pump replacement was arranged after confirming shipping address.